Event description:
It was reported that double-counting was observed on stored egms. Oversensing caused the patient to receive inappropriate hv therapy possibly from the far p. The lead was capped.

Manufacturer narrative:
No medwatch form was received.